Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/12/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. The device was visually inspected, and no apparent damage was found. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 11/12/2019. Additional information was received on 11/22/2019. The devices were found to be intact up on explantation. The indication for surgery was capsular contracture, baker grade unknown. 2. Is required intervention- uncheck. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 200cc mentor memorygel breast implant experienced bilateral rupture post procedure. The rupture was noted by her health care provider. As a result, bilateral prosthesis replacement with mentor memorygel breast implants was performed on (B)(6) 2019. See 1645337-2019-23497 for contralateral prosthesis report.